Manufacturer narrative:
The insulin pump had a blank display due to severely corroded battery cap contacts. The insulin pump was tested with a test battery cap and powered on properly. The displacement test and operating currents could not be performed and no failed battery test alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump would not turn on, following multiple failed battery test alarms. The customer's blood glucose was not known when the issues began. Troubleshooting was performed. The insulin pump had not been bumped, dropped, or exposed to moisture and exhibited no signs of physical damage or corrosion. There was not a new battery with which to complete troubleshooting, which was thus discontinued. Nothing further was reported.